Event description:
The patient was reportedly experiencing pain, swelling, and redness over the implant site. It was reported that the patient discontinued wearing the external device and the patient was injected with a solution of 2% lidocaine with 1/200,000 epi mixed in equal parts with 0.25% bupivacaine to numb the area of the implant site. Advanced bionics is in the process of gathering more information. Once more information is available, a supplemental report will be submitted.